Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating device was returned from the bench for repair of a broken etco2 port, however the device was returned with an additional etco2 port issue. The crew reported the etco2 supply line inserts too far into the device case and isn't working. There was no patient involvement at the time of the observed issue as the crew was testing unit before placing back in service.